Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. The customer also stated she had been having issues with lost sensor alerts. The customer was assisted in programming her insulin pump. The product is not being returned. Nothing further was reported.